Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed that the pump alarmed for a system error 601 caused by a failed processor printed circuit board (pcb). The processor periodically performs a cyclic redundancy check (crc) on regions of flash memory; if the calculated check value does not match the stored check value, the pump will alarm system error 601. The failed processor pcb was replaced.

Event description:
It was reported that a pump alarmed for a system error 601 (medication, programmed amount and delivery rate unknown). The customer stated that the pump was tested at the facility and the system error was observed.